Event description:
No primary stability, smoker, no thread tap used, implant didn't achieve osseointegration, implant wasn't completely covered by bone, inadequate bone quality/ quantity, simultaneous bone augmentation, mobility.